Manufacturer narrative:
H7, h9: updated. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and error code 41622 was confirmed, indicating a motor timeout. The optic sensor was found to be the cause, and optic sensor replacement resolved the issue. The device connected wirelessly with no issue. The device passed all testing following repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had wireless issue and displayed error message 41622. The event occurred during self test.